Event description:
It was reported to st. Jude medical that the device was not implanted when it presented in software reset upon second induction at implant. The device did not deliver therapy and the pt had to be externally rescued.